Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 44 mg/dl. Customer¿s current blood glucose level was 163 mg/dl. The customer refused to troubleshooting low blood glucose level since she already felt better and her blood glucose was now normal. The customer was treated for the low blood glucose with glucose tablets. The customer was assisted with performing test on transmitter and it was passed. Customer reported they received calibration not accepted alarm. The insulin pump was not returned for analysis.